Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and severe bacteremia. The patient's blood cultures tested (B)(6) for (B)(6). The right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.